Event description:
It was reported that this subcutaneous electrode exhibited noise, oversensing, and low amplitude measurements. Noise was able to be reproduced with patient movements. Technical services (ts) noted this appeared to be mechanical noise and discussed a possible electrode issue. An x ray was performed; however, was insufficient to review the condition of the electrode. The patient would be scheduled for an electrode replacement. No adverse patient effects were reported. The product remains in service.

Event description:
It was reported that this subcutaneous electrode exhibited noise, oversensing, and low amplitude measurements. Noise was able to be reproduced with patient movements. Technical services (ts) noted this appeared to be mechanical noise and discussed a possible electrode issue. An x ray was performed; however, was insufficient to review the condition of the electrode. The patient would be scheduled for an electrode replacement. No adverse patient effects were reported. The product remains in service. Additional information was received noting that during a procedure to explant this lead due to noise and suspected fracture, an insulation breach was noted in the portion between the proximal electrode and the suture sleeve. Upon explant of the lead, the sternal portion was easily removed, but the lateral portion required the lead to be cut proximal to the suture sleeve. The lead was in two parts at that point. Then the lead further broke apart in the area of the insulation breach. The lead was then in three separate portions. A new electrode was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete electrode was returned severed at 27.8 centimeters (cm). The segments were thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 31.5 cm from the terminal pin, in the area proximal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous electrode exhibited noise, oversensing, and low amplitude measurements. Noise was able to be reproduced with patient movements. Technical services (ts) noted this appeared to be mechanical noise and discussed a possible electrode issue. An x ray was performed; however, was insufficient to review the condition of the electrode. The patient would be scheduled for an electrode replacement. No adverse patient effects were reported. The product remains in service. Additional information was received noting that during a procedure to explant this lead due to noise and suspected fracture, an insulation breach was noted in the portion between the proximal electrode and the suture sleeve. Upon explant of the lead, the sternal portion was easily removed, but the lateral portion required the lead to be cut proximal to the suture sleeve. The lead was in two parts at that point. Then the lead further broke apart in the area of the insulation breach. The lead was then in three separate portions. A new electrode was implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.